Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), the anatomy of the aorta was navigated, and the valve was positioned across the native aortic valve. The valve was then successfully deployed. The valve performance was evaluated using echocardiogram and angiography. The results were satisfactory, and the procedure was ended successfully. Approximately five to six hours later, hypertension developed and required treatment. After treatment of the hypertension, hypotension and back pain was experienced. The blood pressure and pain were treated, and diagnostics were performed. An aortic dissection was identified, and a stent graft was placed. During the procedure, the patient coded and expired. It was noted that it was possible that the dcs lifted plaque and caused the dissection when the dcs was navigating the patient¿s tortuous anatomy.

Manufacturer narrative:
Additional information was received, which indicated that per the physician, the cause of death was aortic perforation. Per the physician, the delivery catheter system (dcs) and wire manipulation contributed to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.